Event description:
"It was reported that a patient underwent a procedure at l4-l5 to treat degenerative spondylolisthesis and disk herniation. It was reported that the surgeon tried to remove a crosslink because it was too big for the patient, in doing so, both the tip of the driver and one of the rod set screws were stripped. As a result, the surgeon had to remove the crosslink with the rod from its construct. A new 40mm rod was implanted instead. The stripped set screw could not be removed." No patient complications were reported. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.